Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of thirty three devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The tensile strength, needle retention strength, and suture diameter were verified against usp standards and were found to be within specification. The returned products as received by medtronic were found to meet medtronic quality release specifications after application in the clinical setting. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a valve-sparing root replacement procedure as a redo operation there was catastrophic bleeding from the base of the heart post-cpb. Multiple attempts to control the bleeding were unsuccessful. Eventually the heart was rearrested and the ascending aorta graft opened to reveal that the device, used to fix the aortic annulus to the gelweave graft, had broken away from its knot.